Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 15 mmol/l at the time of incident. It was also reported that the insulin pump shut off and would not turn on again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor leaking oil that has contaminated the home switch also, with loose protruded drive support disk. Unable to perform self-test, unexpected restart error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms also, unable to confirm motor position encoder error alarms due to constant motor error alarms during rewind. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and missing the end cap sticker.